Manufacturer narrative:
No button error alarm was noted. The escape button was unresponsive due to corroded keypad traces. No battery out limit alarm could be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. He then removed the battery and received a battery out limit alarm, which could not be cleared, due to button error alarm. Customer's blood glucose was not known. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.